Event description:
User facility reported, multiple unsuccessful cavity integrity assessment (cia) tests occurred when attempting a novasure procedure. The device was removed, a hysteroscopy performed, and a perforation was noted. On 03/06/2008, the physician reported he performed a laparoscopy two days earlier and cauterized a small perforation. The patient was kept in the hospital overnight for observation and was discharged home the next day and is presently doing fine.

Manufacturer narrative:
Device history record review was conducted for the reported lot number and was determined to be valid. Currently, unable to establish a relationship or impact to the reported observation due to no product available or serial number provided. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment (step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.